Manufacturer narrative:
There was no information provided about the patient or the device used, or any details about what has happened during surgery or after the surgery. There is no information about the patient being harmed.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and tvt was implanted. It was reported that the patient experienced an unknown adverse event. No additional information was provided.